Event description:
It was reported that during a da vinci si hysterectomy procedure, the wrist on the large needle driver instrument had visible damage. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the grip cable was broken at the pulleys in between the distal clevis. The yaw motion was non-intuitive as a result. The other cables at wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.